Event description:
It was reported in a letter to lumenis that three patients "sustained tissue injuries beyond what would normally be expected and were evaluated and treated by a physician" following treatment with a lumenis vasculight sr laser. It was further reported that one of the three patients sustained a burn and scar.

Manufacturer narrative:
Reasonable attempts were made by lumenis to obtain relevant treatment information, patients' photographs, and patients' information from the user facility; however, no information other than the initial report was received. An examination of the subject device by a lumenis technical specialist found that the device performed to manufacturer's specifications. Device malfunction is not the suspected cause of the events reported. Lumenis is unable to determine a cause based on the information provided. Should further information be provided, lumenis will file a follow-up MDR.